Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 50 mg/dl. The customer reported that they had stuck button alarm. Customer stated that they were able to clear the alarm. Customer stated that the buttons were working. The customer was advised to monitor pump and call if problem persists. The insulin pump will not be returned for analysis.